Manufacturer narrative:
The device was returned. The generation of excessive heat could not be duplicated upon testing. Upon investigation it was found that the reported excessive heat generated from the precision cartridge occurred when the surgeon used the high speed precision handpiece without irrigation. The handpiece IFU specifies ¿always apply at least 5ml of irrigation to the pivot points of the cartridge before operating the handpiece and before each cut.'¿ the quality investigation is complete.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that the precision cartridge over heated during a procedure. A grade one burn was reported by the user. It was further reported that the procedure was completed successfully with no adverse consequences to the patient.

Event description:
It was reported that the precision cartridge over heated during a procedure. A grade one burn was reported by the user. It was further reported that the procedure was completed successfully with no adverse consequences to the patient.